Manufacturer narrative:
A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards as it remains implanted. A review of the device history record was not performed as the serial number is not available. Attempts to obtain device information are in progress. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Should new information is received, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm bioprosthetic valve was failing. A second device, 23mm bioprosthetic valve, was implanted in the aortic position via valve-in-valve procedure on (B)(6) 2015. The reason for the procedure was aortic stenosis, relating to heart failure. Pre-operative tee indicated that the aortic valve was calcified and severely restricted. Mild paravalvular regurgitation was noted. Calcification of the aortic root was normal calibre. Patient was discharged on post-operative day #2.

Event description:
Through follow up, edwards received information that the implant period was approximately ten years and eleven months.